Event description:
It was reported that stent damage occurred. A 16mmx2.25mm promus premier¿ stent was selected for use to treat the lesion; however, during preparation, the physician noted that the stent flared. The procedure was completed with another of the same device. No patient complications were reported and the patient was safe.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).